Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that bg levels are high; however, no specific value was provided. Reportedly, customer is working with provider to adjust pump settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to urgent care after experiencing an elevated blood glucose (bg) level of 435 (mg/dl). Reportedly, customer believed that the pump settings may have contributed to elevated bg event and indicated they would contact their health care provider. While in urgent care, customer was treated with saline and insulin. Customer was released 4 hours later with bg levels stabilized to 150 (mg/dl). System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to contact their health care provider to discuss diabetes management.